Event description:
Device malfunction: failure to deploy/difficult to remove/failure to retract. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose a-t device attempted femoral arteriotomy closure after an interventional procedure. The report indicates the suture did not present and the foot did not retract resulting in a difficult to remove device. Clarification of the event was requested; however, additional specific information was not received. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: the plunger, suture, link, cuffs and needles were not returned with the device for evaluation. A slightly bent guide tube was observed, however, this is thought to be related to shipping damage. A proxy plunger was used to deploy needles and the result was successful. Foot deployment/parking was properly achieved. The device conformed to specification. A root cause for the reported event could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.